Event description:
Covidien gia¿ stapler in use; when surgeon went to re-staple, a metal piece felt out from the stapler device making the gia device unusable. After opening a new device to close the surgical site, the inspection of bowel showed that the staples did not engage all the way on one side and the other side remained open.